Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same pt involving two separate products; associated MDR's # 1225714-2014-01043, 1225714-2014-01044, 1225714-2014-00009 and 1225714-2014-00010.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2010, then experienced another cardiovascular event and subsequently expired on (B)(6) 2013 after the use of the product.